Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pancreatoduodenectomy, the device was unable to fire. It was reported that the surgeon was unable to press the green button nor squeeze the handle. There was no patient injury.